Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the during the implant procedure the right atrial (ra) lead could not be placed because the helix would not extend. The helix would not extend inside or outside the patient. The lead was replaced. No patient complications have been reported as a result of this event.